Event description:
The event involved a customer allegation of a device with battery substitution (dead battery). The device error log was reviewed and the n56 (replace battery) and n252 (depleted battery) alarms were found. Testing and investigation found that the device alarmed ¿replace battery¿ during the self-test. The battery was replaced and the ¿change battery¿ soft key was pressed when connected to ac power. The device was then powered up on dc power and the device passed the self-test without any alarm. The complaint was confirmed and probable cause for the n56 and n252 alarms was a defective battery due to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.